Event description:
Previously reported as explanted due to a report of loss of sensing and capture. New info indicates the lead was explanted due to a j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s) no complications.